Event description:
The customer reported that a falsely elevated carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 500 instrument. The initial result was reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument. The repeat result recovered lower than the initial result. The repeat result was reported as the correct result to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 500 instrument. The customer also reported obtaining high quality control (qc) results during this time. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed precision tests and the results were higher than expected for both qc and patient samples. The cse determined that bio pack c was a year old. The cse replaced bio pack c and identified an odor emitting from the water during the replacement. The cse checked the water inlet, the water temperature control module (wtcm) to the front of the water purification module (wpm), and the manifold to progard; no odor was detected. The cse suspected the odor emitted from the inlet to the bio pack c. As a result, the cse decontaminated the instrument, replaced the progard, reverse osmosis, qgard, bio pack c, sample probe, and reagent flush pumps, and flushed the instrument for six hours. After these troubleshooting actions, the cse checked water for odor and no odor was detected. Lastly, the cse ran qc, which recovered within the acceptable range. Siemens further evaluated the event and concluded that the water contamination potentially contributed to the falsely elevated co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.